Event description:
It was reported that during a photoselective vaporization procedure of the prostate the console footswitch began to fail. The vaporization was stuck and the coagulation did not work, and the procedure could not continue. The procedure was changed and completed with transurethral resection of the prostate (turp) method without clinical consequences to the patient. It was further reported that the footswitch was replaced, and upon close inspection, the vaporization footswitch pedal which is yellow in color was observed to be completely pressed which is indicative that the footswitch pedal became stuck on vaporization mode.